Manufacturer narrative:
(B) (4). A 2.3 inch segment of an unk catheter that was reported to be implanted 20 years ago was returned for evaluation. The inner and outer diameter measurements, along with the length marker configuration, were consistent with ps medical catheters manufactured 20 years ago. The exact catalog number could not be determined as the entire product was not returned for evaluation. Although proteinaceous debris was observed on the interior and exterior of the device, the catheter segment was patent. The length of the returned catheter segment was insufficient for measurements of tensile strength and elongation properties. It is unk how or when the damage occurred. A review of manufacturing records was not possible as no lot number was provided.

Event description:
It was reported that there was suspicion of occlusion and tear of the catheter. The catheter was implanted about 20 years ago and thought to be a ps medical product. There was no impact to the pt.